Event description:
It was reported that during the implant procedure, the physician felt that the left ventricular (lv) lead would not remain in place in the vein. The lead was removed and was not implanted. A different lead model was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Concomitant medical products. 4135 boston scientific lead, implanted: (B)(6) 2010. (B)(4).